Event description:
Device 1 of 2. See manufacturer report # 1627487-2010-01519. The patient received her scs system including an ipg, two percutaneous leads and a lead extension on (B)(6) 2004. It was reported that the patient lost stimulation and the ipg would no longer communicate. The patient's ipg and lead extension were explanted but not returned to the manufacturer for evaluation. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.